Event description:
The customer reported inaccurately low blood glucose readings with test strips. On 10/30/96, she opened the first bottle from a box of fifty and obtained two back to back blood glucose readings of 58 and 56 mg/dl. The customer stated that her usual readings with test strips are in the 120 to 150 mg/dl range. The customer did not have normal control solution. With the representative, the customer performed a check strip test. The result was 80 versus a check strip range of 70-96. The desiccant is in the bottle. The customer stores the test strips in the bedroom.